Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurological stimulator recharger (insr) was showing that the implantable neurostimulator (ins) was charged, but the consumer thought that stimulation has been off since last week. The patient programmer was used to interrogate the device, but a "replace the patient programmer batteries" screen was displayed; the consumer did not have any replacement batteries. The insr was then used to confirm that stimulation was off. It was also stated that the patient has not been to the health care provider (hcp) recently for reprogramming and the stimulation was not turned off deliberately. The patient also was having a harder time due to his experiencing multiple symptoms that included stiffness and an inability to walk. It was also reported that the patient had amyotrophic lateral sclerosis (als), which was unrelated to the device/therapy. It was recommend to replace the batteries in the patient programmer and instruction was provided to turn the stimulation back on. The consumer was redirected to the health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.